Event description:
Following implant, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead on all configurations. The device was reprogrammed to deactivate the lead. The patient was stable.